Manufacturer narrative:
This was initially reported on the summary report dated (B)(6) 2014 under exemption (B)(4).

Event description:
It was reported by the plaintiffs attorney that the plaintiff allegedly experienced pain, infection, emotional distress and a product problem. The plaintiff also experienced overactive bladder problem and urge urinary incontinence. Furthermore, it was reported that the plaintiff died. The cause of death was reported as terminal lung cancer.